Manufacturer narrative:
H10: the actual device was received for evaluation, along with a photograph of the device. The photograph was visually inspected which observed a separation between the female connector and main body. The actual sample was visually inspected with the naked eye which revealed the female connector was separated from the main body. Functional testing including leak, clear passage, and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application to the set during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the twist clamp of a minicap extended life transfer set; further described as ¿transfer set pulled apart at the blue section¿. This occurred during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.